Event description:
The pump was returned for investigation. Investigation revealed unresponsive buttons as well as a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was torn at the ok button. All of the keypad buttons responded intermittently. Contamination was found underneath all of the keypad button contacts. The ok button contact was damaged. The display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).